Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding an overprime which occurred on the homechoice during use. The patient line had overprimed a little, and the hp wanted to know if it was okay to connect. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2011. He stated that the patient had contacted him about the incident. This writer informed the nurse about the contamination risk, and he stated that there have been no adverse effects reported in relation to this event. Bps contacted the home patient on (B)(6) 2011. She stated that there was nothing unusual about her supplies that night. Therapy since has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.